Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the malfunction as it did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears.